Event description:
It was reported to philips that the system geometry could not be moved. The system was in clinical use. No user or patient harm has been reported. A philips field service engineer (fse) visited the site and replaced the ipc adapter. The device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed by moving the patient to another device. The philips field service engineer (fse) inspected the system onsite and confirmed that the system could not be moved. Analysis of the system log file showed that the scc1 had error. The fse replaced the ipc adapter. After the replacement of ipc adapter, the system was returned to use in good working order. The codes were updated based on the investigation outcome.